Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.